Manufacturer narrative:
Tested handpiece and found it to not heat up. Turbine noisy and rpm's low. Upon inspection found debris in head and cap, more in cap. Found spring washer in cap was pinched. Cab bearing wobbles.

Event description:
It was reported that a midwest stylus plus handpiece overheated during use; no injury resulted.